Manufacturer narrative:
The manufacturer's field service technician was able to duplicate the reported problem. Review of the device diagnostic history indicated a patient circuit occlusion. The manufacturer's field service engineer repaired the unit by replacing the power management board.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed and displayed patient circuit occluded. The patient was switched to another device. There was no patient harm.